Event description:
During preparation, the physician attempted to inflate and deflate the balloon and it was reported the balloon would not deflate; a kink was noted 8inches from the distal tip. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Expiration date - added. Gtin - corrected. Device evaluated by mfg - updated to yes. Manufacturing date - added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found the shaft was kinked; no additional anomalies were found. Functional analysis could not be performed because of the kinks noted on the device, however, the reported event can be confirmed as the damage noted is known to impact deflation. Additional information stated the catheter packaging was flushed prior to removing the device and the reported kink was noted when the device failed to deflate during preparation. Based on the information available and device analysis, it is likely the device was damaged during removal from its packaging and the failure to deflate was a result of the damage. As such, an assignable cause of cause traced to component failure was assigned to this investigation.

Event description:
During preparation, the physician attempted to inflate and deflate the balloon and it was reported the balloon would not deflate; a kink was noted 8inches from the distal tip. There was no clinical consequence to the patient as a result of this event.